Manufacturer narrative:
The guide wire has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
Same event as MFR# 6000118-2007-00073. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The lesion was located in the left circumflex obtuse marginal branch on a bend. The physician made three passes with a rotablator burr (size unknown). During the first two passes, a significant drop in rpm's was noted. During the third pass, no significant drop in rpm's was noted. The physician was attempting to remove the floppy rtw guide wire when the rotablator burr cut the floppy rtw guide wire, and approximately 40cm of the floppy rtw guide wire remained in the vessel. The physician attempted to snare the guide wire segment, but was unsuccessful. A vessel perforation occurred during attempts to snare and the patient was sent to surgery to remove the retained guide wire segment. Patient condition is listed as stable. The physician did not know what caused the wire to detach.